Manufacturer narrative:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was not released after the plug button was pressed. After the device was withdrawn from the patient, the operator realized that the plug was still in the delivery sheath. The device was finally replaced with a suture. The device was being used on the femoral artery puncture site. The exoseal vcd was used in an interventional procedure with an antegrade approach. The physician was certified in the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer (csi) used was a cordis 7f short sheath. The device was stored and prepped according to the instructions for use (IFU). The suitability of the femoral artery was verified by angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5mm. There was no visible calcium or plaque at the puncture site, and the access vessel showed mild tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression in the last 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug was fully inside the shaft, and the indicator wire was not visible. One non-sterile ¿vascular closure device 7f¿ was received for investigation. Upon visual analysis, the device was revealed to have the following conditions: the deployment lever was fully depressed; the indicator window displayed black/white/red colors; the plug was fully deployed and was not included in the shipment for evaluation; the cowling guard was locked; the bleed back port was in the deployed position; and the indicator wire was retracted. Additionally, an unknown procedural sheath was locked onto the device with blood noted in it, and no damages were observed on it. Dimensional analysis was performed to verify the correct catheter distal tip inner diameter (ID). In order to measure the ID of the distal tip of the delivery shaft, the component was cut 1 cm from the distal tip. The dimensional analysis result was found to be within specification. Functional analysis was not performed as the device was received fully deployed. Per microscopic analysis, the device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism was assembled correctly, and no anomalies were observed. The reported event of ¿vascular closure device (vcd)-deployment difficulty-unable¿ was not confirmed through analysis of the returned device since it was received with the plug fully deployed and not included for analysis. The exact cause of issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to reported inability to deploy the plug since the device was received fully deployed and the plug was not returned for analysis. However, procedural/handling factors are likely since there were no anomalies noted during product analysis. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As stated in the IFU, ¿use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Note: a small amount of non-pulsatile blood flow may appear from the bleed-back indicator until the exoseal¿ vcd and vascular sheath introducer are removed from the tissue tract. Wipe the entry site and evaluate for hemostasis. If hemostasis has not occurred, continue applying light manual pressure to achieve hemostasis.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was not released after the plug button was pressed. After the device was withdrawn from the patient, the operator realized that the plug was still in the delivery sheath. The device was finally replaced with a suture. The device was being used on the femoral artery puncture site. The exoseal vcd was used in an interventional procedure with an antegrade approach. The physician was certified in the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was a cordis 7f short sheath. The device was stored and prepped according to the instructions for use (IFU). The suitability of the femoral artery was verified by angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5mm. There was no visible calcium or plaque at the puncture site, and the access vessel showed mild tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression in the last 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug was fully inside the shaft, and the indicator wire was not visible. The device is being returned for evaluation.